Manufacturer narrative:
Data analysis: console logs from the reported day of event are consistent with complaint and show that console presents with a controller error (#1035, due to opm comm stopped) immediately after boot-up, upon each boot-up cycle. Device analysis: upon visual inspection of the console revealed disconnected power cable from optical bench, which was caused by compromised cable tie wrap for that cable (material degraded and fell apart). When correctly installed, the cable tie wrap prevents the attached ferrite from pulling the cable out of a socket, under its weight. Repair: install cable tie wrap on cable (or replace cable assembly if needed) and perform full functional check of the console. The root cause of the automated impella controller (aic) issue was a loose connector.

Event description:
The user facility biomed department reported the automated impella controller (aic) had a controller error. The aic was removed from service. No patient involvement or injury was reported.